Event description:
It was reported that the following issue was observed on the device: "cable to control broken." Additional notes provided by the facility¿s clinical engineering support services include: "the unit was displaying the error code: 210.5020 when attached to a pcu. According to the manual, this means that the logic board is not verifying its software with the main pcu. Replacing the logic board should fix this, but it didn't. Using the alaris system maintenance program I was able to see that the pump did not think it had any keyboard software loaded. Re-flashing the pump did not fix this, so I had to replace the door. While I was doing that I noticed that some of the wires leading from the door to the logic board were broken; those wires are part of the bezel assembly, so I had to replace that as well. This resolved the issues the pump was having; it was registering the keyboard software and not displaying the error code.some of the segments were out on the display board and the right iui was starting to corrode, so I replaced them both with new ones.I recalibrated the unit, and ran it through all of its pm tests, with no other issues.I'm not sure what the reported problem is referring to, but, since the unit is fully functional, that should be resolved as well." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.